Manufacturer narrative:
The insulin pump was unable to prime during the prime test, due to a faulty force sensor.

Event description:
The customer stated, that the insulin pump was squirting out insulin during the manual prime. The customer was also hospitalized for high blood glucose. The reported blood glucose reading was 289 mg/dl during the phone call. Troubleshooting was performed and the prime anomaly continued. Therefore, the insulin pump needed to be replaced. Nothing further was reported.